Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the customer tried to reload the same cartridge once the pump came out of storage mode. There was no reported impact to the customer's blood glucose level. Customer declined to continue troubleshooting with tandem technical support.